Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain. " number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces. " this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04034 and 04035).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 due to right hip pain, elevated metal ions, and cup loosening. All components were removed and replaced with a competitor hip.